Event description:
It was reported by the rep that the (2) tct75 were used during an unknown procedure. It was reported that the stapler locked during the firing sequence. The case was completed by hand suturing. There was no pt consequence.